Manufacturer narrative:
Tracking no: (B)(4). Patient information: not provided

Event description:
According to the reporter: during a bypass procedure, the needles would not lock into the device. They kept popping out. A new instrument was used and worked fine. No adverse events have been reported.